Event description:
It was reported that a small volume intermate leaked from an unspecified location. There was no patient involvement as this occurred before use. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: a CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured october 6, 2014 ¿ october 7, 2014. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection revealed that the tubing was completely detached from the solvent-bonded junction of the stress member. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.